Event description:
It was reported that there were multiple episodes of non-sustained right ventricular oversensing. The oversensed events were consistent with what appeared to be p-waves. Patient was asymptomatic. The right ventricular lead was capped and replaced on (B)(6) 2017. Patient is well.